Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer stated infusion set was leak. Customer did not feel ok to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.